Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) exhibited a yellow screen and a battery status of "end of life" (eol). Consequently, after 12 months of service, the device was explanted and replaced.